Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose. The customer blood glucose level was 37 mg/dl at the time of incident and current blood glucose value was 123 mg/dl. Customer reported that the insulin pump had insulin pump error alarm. Customer was able to clear alarm but not able to complete rewind the insulin pump. Customer stated the insulin pump was not exposed to a high magnetic field. Customer treated with food. The customer was assisted with troubleshooting and declined for low blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement tests; it failed self test. No unexpected pump error 82, motor errors, or prime, rewind anomalies were noted during testing. Motor was tested outside the device, and it passed. Self test returned an unexpected pump error 63. In addition to this, adjusted the audio options audio volume 1-5, and each setting sounded the same. Pump error 63 is confirmed in the formatted history file due to a loose connection or a cold solder joint at keypad assembly.